Event description:
(B)(6) 2016, v-p implementation (the catheter was only tobacco sutured and not fixed). 2020 disconnection of the catheter was found at the time of visit. The disconnection was subcutaneous in the abdomen, not in the abdominal cavity. There was some spinal fluid accumulation under the skin. The patient was under observation without serious symptoms. (B)(6) 2023, the patient had pain at the site of disconnection. Shunt system was removed except for the remaining catheter in the abdominal cavity. The patient does not currently have a serious hydrocephalus condition. No alternative system is in place.